Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 277 mg/dl. The customer successfully changed the pump supplies and resumed insulin therapy, however, occlusions continued and a replacement pump was sent to the customer to resolve the issue.